Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-01191- device 6 of 6

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to six bent cannula issue. The length of hospitalization was 5 hours. The blood glucose level was 493 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The infusion set was in use for 24 hours. Patient ketomes level was also found to be high. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.